Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was around 900 mg/dl at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence and passed the displacement test. Customer indicated that they called their dietician about their high blood glucose and changed out the infusion set. There was no further information provided by the customer or troubleshooting and no high blood glucose troubleshooting was performed.